Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a distributor via sems that an ar-1204as-95 flipcutter¿ ii broke. This occurred during a case, with no patient effect reported. No additional information was provided. Additional information has been requested. Additional information was provided on 04/12/2023, it was reported that the device did break inside the patient, and the broken fragment was retrieved successfully. The patient had normal bone quality.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.